Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer reported they have a backup plan available. The customer was treated with manual injection and comes down, she is going to change out everything and going to monitor. The customer will call back to complete the troubleshooting. The customer call back to troubleshoot for high blood glucose. The customer stated that she change the insulin, change set. The customer went to the pharmacy to get another vial of insulin and placed it in the pump. The customer stated that she bolused and her blood glucose is 318 mg/dl and it is going down. The customer stated that the other insulin vial she was using was expired.